Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the stimulator wouldn't charge, and that they were getting the reposition antenna screen on the insr and poor communication on the patient programmer when they tried to connect with the ins. At first the patient stated that it had been just over a week since he last charged his stimulator but then he said it could've been a month since he charged. The patient said the reason for not being able to charge was because his belt broke (B)(4). The caller was redirected to the healthcare provider (hcp) to address possible overdischarge. The patient said that this would be the second time his stimulator wouldn't charge, patient reported his ins wouldn't charge so it was jump started in past by rep. No patient symptoms were reported. Additional information was received from the patient via a manufacturer representative stating that the ins battery was overdischarged. A power on reset (por) was completed. The issue resolved. Additional information was received from the manufacturer representative (rep) inquiring information regarding por messages. They stated that they had already reported the event, and stated that they saw the patient yesterday to charge the ins and clear the por message. They indicated that they cleared the por message with the clinician programmer and the patient turned the ins off to drive home. The patient later got a por message on their programmer when trying to turn stimulation on again. The rep indicated that the por message was an information message on their programmer. Technical services reviewed information about bypassing the por with the programmer. The rep indicated that they would follow-up with the patient to try to bypass the message.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the por screen was unknown but it cleared. The patient passed over the error message. The issue was resolved.